Event description:
X-ray tube stand assembly dislodged from ceiling track when tube was rotated to a 90 degrees. Tube assembly then fell forward off bottom rail assembly striking the x-ray table. No pt was involved in this incident, therefore there was no pt injury.